Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of a continu-flo solution set was ¿completely turned sideways¿, which led to a leak when the customer attempted to prime the set with unspecified medication. There was no patient involvement. No additional information is available.